Event description:
(B)(4) halo pks cutting forceps handpiece did not function. The generator was changed with the device still not functioning. Another "like" device was opened and functioned without issue. Reason for use: placement of rad. Plate and needles, for interstitial rad. (B)(6). Event not abated after use stopped or dose reduced? No.